Event description:
The customer stated all three levels of clinical chemistry albumin g quality controls are out of range high with an unknown albumin g reagent lot. The customer was asked to perform verification of various assay parameters, and were found several to be incorrect. The customer followed the recommended troubleshooting procedures, recalibrated the assay and quality controls were within the established ranges. The customer issue was resolved by reconfiguration of assay parameters. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect c8000 analzyer, list # 1g06-01, serial # (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect c8000 analyzer, list # 1g06-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.